Event description:
The doctor indicated the implant fractured in the head (collar portion) of the implant. The implant was removed on (B)(6) 2019.

Manufacturer narrative:
One tapered screw-vent implant (tsv4b10) was returned for investigation. Visual inspection of the as returned product identified significant bone residue surrounding the external threads and the body of the implant. The neck and collar of the implant were heavily damaged and found to be fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa the alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: d4: (B)(4).

Event description:
No further event information available at the time of this report.